Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the last three days with a reading of 478 mg/dl. Customer indicated there were no symptoms related to high blood glucose. Customer treated with a correction through insulin pump. Customer completed troubleshooting for high blood glucose readings and has changed the infusion set. The customer also reported in a separate case record regarding sensor with inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 478 mg/dl and the sensor glucose was 195 mg/dl. The product was not returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. No unexpected suspend anomaly noted.